Event description:
Caller states, the pt tested 5.2 inr and 3.2 inr on the coaguchek system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.